Event description:
It was reported that the stent prematurely deployed while advancing it to the target lesion. The device was successfully removed without any clinical consequences to the patient.

Manufacturer narrative:
Device not returned to manufacturer.